Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during surgery, the unit was not harvesting skin correctly. Another device was utilized to complete the procedure. It is unknown if there was patient impact, patient injury, or delay. Due diligence is in progress and there is no additional information available.